Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: stopped functioning after implantation. (After use on patient)no other details have been reported. Additional information from the affilate stated: they have replaced the shunt with another chpv on the table during the procedure.there were no adverse consequences to the patient. No delay has been confirmed. (B)(4).